Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of a "check clutch/plunger lever" message. Functional testing involved occlusion testing and the reported issue was duplicated. The investigation determined that a worn lead screw and worn clutch halves were the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The lead screw and clutch halves were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.

Event description:
Information was received indicating that the clutch slipped. It was reported that the issue was found during a bench test and there was no patient injury.